Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer¿s blood glucose level at the time of admission was over 500 mg/dl. They found that the cannula was bent. They were treated with manual injections while they were in the hospital. The customer mentioned that there were a couple of times when their blood glucose was over 600 mg/dl. The customer¿s current blood glucose level was 96 mg/dl. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.